Event description:
The pt received the scs system on (B)(6) 2011. It was reported stimulation was not attempted until the pt's post-operative appointment, at which time, the pt did not feel stimulation. X-rays revealed the lead had pulled out of the canal. Add'l surgery was performed. Stimulation was captured post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.